Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) fell down hitting the pocket area. This resulted in an open wound, the migration of the device and leads. Consequently, the physician decided to subject the patient to the extraction of the entire therapy system, including this left ventricular (lv) lead, in another specialized facility. At this time, there is no evidence that suggests this surgical procedure has been performed. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Correction: 1. After further investigation, it was concluded that the fall was not caused by this product, as a result, the code for this allegation was removed and a code was added to capture "erosion" as a result of the migration of the device from the implant pocket. The "pressure sore" code was also removed as it was captured in the complaint by mistake as a result of misinterpretation of information.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) fell down hitting the pocket area. This resulted in an open wound, the migration of the device and leads. Consequently, the physician decided to subject the patient to the extraction of the entire therapy system, including this left ventricular (lv) lead, in another specialized facility. At this time, there is no evidence that suggests this surgical procedure has been performed. No additional adverse patient effects were reported. The lead remains in service. Additional information was received with the specific model/serial numbers for this left ventricular (lv) lead. At this time, there is no evidence that suggests a surgical intervention has been performed yet. No additional adverse patient effects were reported. The lead remains in service. Additional information was received indicating that this lead was explanted. No additional adverse patient effects were reported. At this time, no further information is available.